Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking. The following information was received by the initial reporter with the verbatim: bd maxzero was leaking below the filter on the distal side. Intravenous therapy. Device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
E4. The initial reporter also notified the FDA on 22 aug, 2023. Medwatch report # (B)(4). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material#mz9270 and lot# 23049070 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking. The following information was received by the initial reporter with the verbatim: bd maxzero was leaking below the filter on the distal side. Intravenous therapy. Device malfunction - that is, the device did not do what it was supposed to do;